Manufacturer narrative:
Concomitant medical products: product ID: 4968-35, lead, implanted: (B)(6) 2008. Product ID: 4046, lead, implanted: (B)(6) 2008. Product ID 6996sq58 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain due to implantable cardioverter defibrillator (ICD) migration from the left pectoral implant site into the armpit area. A pocket revision was done and the ICD remains in use. No further patient complications have been reported as a result of this event.